Manufacturer narrative:
Physio-control evaluated the device but could not replicate the reported issue. The device passed the voltage drop test and visual kep nut inspection. The reported issue was verified in a review of the downloaded device data, where it was observed that unexpected power off events had occurred on (B)(6) 2017 as specified by the customer. The batteries used during the event had manufacture dates of 2013-11-06 and 2015-08-31. An unrelated repair was performed. Physio will recommended the customer to replace their batteries. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off four times when it was used to monitor a patient. No information on the patient outcome or patient details was provided.